Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was received for evaluation. The actual sample upon receipt was a sheath and a dilator. Visual inspection of its appearance revealed that blood had been adhered to the outer surface. No anomaly such as a kink was found in either the sheath or the dilator. The syringe was connected and flushed the saline solution. As a result, effluent was observed from the lumen of dilator. No effluent was found from the lumen of sheath. Visual inspection and component analysis were performed for the effluent. Since the appearance of effluent was reddish-brown and its component was a protein, it was likely that the effluent was clot. However, it was not possible to specify when the clot was formed (when it was used or when it was returned), and it was not possible to determine whether or not it was the clot described in this complaint. Magnifying inspection of the actual sheath and dilator did not find any anomaly including a scratch in their appearance. X-ray fluoroscopic inspection of the lumen of actual sheath and dilator did not find any anomaly including an obstruction. The actual sheath and dilator were disassembled, and electron microscopic inspection of the inner wall was performed. In each sample, the inner wall surface was equivalent to that of the normal product, and no anomaly was found. The surface composition of inner wall of the actual sheath and dilator were measured. As a result, a difference was observed in the wavelength of 800 cm-1 in the actual sheath. 800 cm-1 is the peak of the carbon-silicon bond, and the involved product has improved passage by applying silicone oil to the valve. Therefore, it was inferred that the peak of 800 cm-1 of the actual sample was derived from the silicone oil of the valve that adhered to the inner wall of sheath via the surface of dilator when the sheath and the dilator were combined. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. No anomaly was found in the appearance, lumen, inner wall surface condition and composition of the actual sheath and dilator. Since no anomaly that could lead to the formation of clot was found in the actual sample, it was difficult to identify the cause of occurrence. We have confirmed that this product complies with the biological safety evaluation stipulated in iso10993 regarding the safety against temporary contact (within 24 hours) such as catheter procedures. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the radifocus introducer ll h device was used during the procedure. When the device was used during ablation, a large amount of clot appeared in the sheath and the device was replaced. The procedure outcome was not reported. The patient was not harmed.